Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a display malfunction with horizontal lines across the screen, rendering the pump unusable and leading to initiation of a replacement device. Symptoms included hyperglycemia with a reported glucose high of 300 and duration outside target for about one hour, without ketone testing or medical intervention. Outcomes included transient loss of therapy effectiveness and the need to revert to a backup diabetes management plan. Investigation included complaint intake review and device replacement logistics with request for device return. Investigation of this device revealed a broken or malfunctioning screen component that impeded user interaction, consistent with a hardware display failure affecting the pump¿s user interface. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display leading to operational impairment.